Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The battery out limit alarm and failed battery test alarm could not be verified due to a button or keypad anomaly. The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer received a battery failed code after changing batteries several times. Customer's blood glucose was 303 mg/dl. After troubleshooting, customer continued to receive failed battery test. Customer was advised that insulin pump would need to be returned. No further information provided.